Manufacturer narrative:
(B)(4). Foreign source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the incoming inspection at zb warehouse in japan a team member found debris in the sterile package. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found foreign debris that exceeds .60 sq. Mm., which is not acceptable per inspection criteria zpc 8.400. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.